Event description:
It was reported that the patient had presented with no right ventricular (rv) pacing and phrenic nerve stimulation and it was suspected the rv lead and left ventricular (lv) lead were possibly cross-connected to the cardiac resynchronization therapy pacemaker (crt-p) at the initial implant several years prior. The patient also claimed to have experienced hiccups for two years. The crt-p was disconnected from the leads, the rv lead and lv lead were tested intraoperatively, which exhibited "excellent pacing performance and thresholds" and the phrenic nerve stimulation was no longer observed. It was added the lv lead was a unipolar lead and the rv lead was programmed bipolar, which explained the lack of pacing after the device reached expected elective replacement indicator (eri). It was also suspected there may be a problem with the connector block and the crt-p was replaced. The new device was connected to the rv lead and lv lead, which remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.